Event description:
Patient with a unicondylar knee implant was revised to a tkr.

Manufacturer narrative:
Patient with a unicondylar knee implant was revised to a tkr. Review of the device history record indicated that the device was manufactured to specification. The surgeon who performed the revision surgery indicated that the revision was due to progression of disease.